Manufacturer narrative:
The device has been returned to olympus for a pending evaluation. The customer was able to clean and disinfect the device and recognized that when cleaning with a brush, the tip of the snag brush remains in the pipeline. No prewash delay, was able to aspirate water from the forceps/suction channel, wiped/brushed the tip forceps mouth with gauze, brush, or sponge, brushed the forceps channel, and noticed abnormalities in the accessories used for the reprocess. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that during the preliminary cleaning of the evis exera lll gastrointestinal videoscope, when the bw 20t cleaning brush was inserted into the forceps channel, the tip came off after repeatedly inserting and removing the scope because it was caught near the tip of the scope. After that, when another cleaning brush was used, the tip of the brush could be recovered from the tip. The scope was not used for the following patients. No patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena could not be confirmed/reproduced. Therefore, a further cause of the suggested phenomena could not be presumed. There was no information to judge that the event occurred due to user's misuse. An insertion checking with the cleaning brush (bw-20t) owned by olympus was performed, however it was possible to be inserted without any problem and there was no adhesion on the brush the foreign material. Moreover, the competence of push-in of the brush was measured, and it was confirmed that the device met the standards of factory shipment. Furthermore, the inside the instrument channel was checked with inserting an ultra-fine scope. However, the abnormalities such as scratches, deformation and clogging of the material which could be the cause of the catch could not be confirmed. Since the event was not reproduced, it was presumed that it was possible that the brush got caught by temporal clogging of the material, however it was resolved by brushing, or there were some abnormalities of the brush. It is appreciated that the user handles the device carefully, however the tip of the brush is bent or it feels resistance depending on the status of wear. When the defective insertion occurred, it is recommended that the user check the status of the cleaning brush as well. If an abnormality of cleaning brush was confirmed, please change it without using by force. On the other hand, casual relation between the cleaning brush and the events was unknown since the initiation tab states that ¿there was no abnormality of the brush.¿ olympus will continue to monitor field performance for this device.